Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that device does not work. Per service reports, this complaint can be confirmed. It was found during evaluation that the device was shutting the pump off. Further, there was a short circuit in the cable and the values of the keypad were out of range. The motor cable and hand control set were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. With the available information, we cannot determine the root cause of the identified failures. The short in motor cable and defective hand control set would have caused the customer to experience the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/14/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that pre-operatively to an unknown procedure on an unknown date, it was observed that the micro tornado hp w handcontrol device did not work. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. There was no surgical delay nor patient consequences reported. No additional information was provided.